Manufacturer narrative:
Covidien reference number: (B)(4). Technical service recommended swapping the single board computer printed circuit board. Although requested, information regarding the repair was not provided.

Event description:
It was reported that a ventilator display would freeze at the six images screen when powering on. There was no patient involvement.